Event description:
The customer contact reported that the pump powered off by itself with an inadequate response time. The pump was returned to the medical maintenance department with a note that stated, "pt received dopamine infusion with pump listed above. Pump was unplugged in process of freeing up ventilator, and the pump went off with settings lost. Pt was already hemodynamically unstable. Pump was switched right away. Pt remained unchanged by event." The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no add'l info was provided including if the device sounded an audible alarm prior to power loss. Hospira is continuing to investigate.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).